Event description:
The manufacturer received information alleging an issue related to a ventilator's display. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's display and display board need to be replaced to address the issue.